Manufacturer narrative:
Occupation requested but not provided. The event is currently under investigation.

Event description:
The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right femoral jugular vein as the access site, a gunther tulip filter was deployed lower than the intended location in the ivc infrarenal site, due to movement of ruler and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 24.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.2 degrees. The patient remains in the clinical study and no other device related adverse events have been reported. On (B)(6) 2015, post-procedure x-ray, (day of procedure): site: filter tilt was < 6 degrees. Core lab: the angle of filter tilt in the ap view was 18.4 degrees and 2.1 degrees in the lat view.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, instruction for use (IFU) and specifications was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: reference is made to IFU, potential adverse events: ¿ pulmonary embolism. ¿ filter embolization . ¿ vena cava occlusion or thrombosis. Imaging review confirmed filter tilt. Furthermore, perforation and nonocclusive thrombus within the filter is noted. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. The root cause for the filter tilt, perforation and non-occlusive thrombus cannot be determined. However, per complaint report there have been no adverse events reported or clinical symptoms. There are no identifiable contributing factors in developing the penetration of the primary filter legs or the development of thrombus within the ivc filter. It is not clear if the patient had restarted their anticoagulation at time of the venograms. The thrombus within the ivc filter may have embolized there and acted as a nidus for propagation above the level of the filter. The alternative explanation is that the thrombus developed in situ because of the filter. Retrospectively differentiating these two possibilities is impossible. It is well documented that the presence of an ivc filter alone does increase the risk of dvt and ivc thrombosis, and therefore either of the possibilities are plausible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right femoral jugular vein as the access site, a günther tulip® filter was deployed lower than the intended location in the ivc infrarenal site, due to movement of ruler and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 24.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.2 degrees.the patient remains in the clinical study and no other device related adverse events have been reported. On (B)(6) 2015, post-procedure x-ray, (day of procedure): site: filter tilt was < 6 degrees. Core lab: the angle of filter tilt in the ap view was 18.4 degrees and 2.1 degrees in the lat view. Addendum 14sep2016: site reported "moderate" difficulty to retrieve filter. On (B)(6) 2016 (279 days post-procedure), the filter was no longer clinically indicated and was retrieved. The patient was taking warfarin. There was no thrombus present in the filter. The amplatz gooseneck snare was used for the retrieval. The right internal jugular vein was used for retrieval. No additional methods or devices were used to retrieve the filter. The level of difficulty in attempting to retrieve the filter was ¿moderate¿. The filter was retrieved endovascularly. The patient exited the study after the one month post-retrieval follow-up on (B)(6) 2016